Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences. The pod delivered 56 pulses and was deactivated at the end of the second priming sequence. The investigation did not find any damages or deficiencies that would contribute to the needle deploying early, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying early could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7

Event description:
A patient reports while activating a pod the needle mechanism had deployed prior to placement at the pod infusion site. In addition the patient reports the pods cannula was found to be bent. The pod was not worn. As treatment, the patient applied a new pod.